Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection of the returned device found the tightener¿s distal tip was twisted and worn. The tip was twisted in the direction of tightening. The twisted/worn condition of the tip would render the device inoperable. There were surface scratches along the shaft of the device consistent with normal wear. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during inspection. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during final fusion on (B)(6) 2019, the surgeon went to final tighten the locking screws using an expedium 5.5 instrument set that just had been refurbished with new instruments. The final torque shaft did not fully seat in the locking screw. The instrument was replaced with the second x25 final torque shaft in the set (both of which were brand new) and the same thing happened. It did not fully seat in the set screw. Thus, a third torque shaft was used as a replacement. The final tightening of the construct was completed with no risk or additional time. The procedure was completed with no patient consequences. Concomitant devices: locking/ set screws (part: 179702000, lot: unknown, quantity: unknown). This report is for a x25 hexlobe driver. This is report 2 of 2 for (B)(4).